Event description:
Libre 3 plus sensor repeatedly loss signal using the mobile apt. Refills sensors repeatedly loose signal when used with libre mobil apt. This is follow up to previous report to add that problem has occurred on multiple libre 3 plus sensor refills received over past three moths. Abbott labs has replaced 2 sensors during this time frame. Pt code: 4582. Device code: 1581. Ref: mw5185733.